Event description:
It was reported that this lead was explanted due to a product performance issue. A new lead was successfully implanted in the left bundle branch (lbb). No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).